Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15824. During a clinic follow-up, episodes of noise resulting in oversensing were observed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.